Event description:
It was reported the keypad on the insulin pump was unresponsive. Customer's blood glucose was unknown. No further information reported.

Manufacturer narrative:
Insulin pump received with an intermittent button response, due to corroded keypad traces. Insulin pump had a cracked case on display window corner, cracked reservoir tube lip, minor scratches on lcd window and cracked battery tube threads.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.